Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. The customer's blood glucose (bg) was 493 mg/dl. The customer address bg by administering a correction bolus via the pump. The customer reverted to an alternate method of insulin therapy.